Manufacturer narrative:
(B)(4).

Event description:
It was reported an incident is reported due to a possible structural failure of a medical device, with spontaneous disconnection of the venous branch of a haemodialysis catheter, without any type of traction having occurred. The device in question was a 15 cm triple lumen haemodialysis catheter manufactured by arrow. The incident was identified during routine dressing of a patient undergoing continuous dialysis. Blood loss was observed and promptly controlled. The catheter was immediately replaced with a guide wire, without the patient suffering any clinical damage. Dialysis was temporarily suspended and resumed after the situation was resolved. The patient did not develop any signs or symptoms due to the event. Estimated blood loss was minimal as the procedure was stopped promptly. Associated MDR number includes: 3006425876-2025-01140.

Manufacturer narrative:
(B)(4). Upon discussion with the sales rep it was discovered that this event is a duplicate of a previously reported event, which was submitted under MDR # 3006425876-2025-01093 on 21-nov-2025; therefore, this report will be retracted.

Event description:
It was reported an incident is reported due to a possible structural failure of a medical device, with spontaneous disconnection of the venous branch of a haemodialysis catheter, without any type of traction having occurred. The device in question was a 15 cm triple lumen haemodialysis catheter manufactured by arrow. The incident was identified during routine dressing of a patient undergoing continuous dialysis. Blood loss was observed and promptly controlled. The catheter was immediately replaced with a guide wire, without the patient suffering any clinical damage. Dialysis was temporarily suspended and resumed after the situation was resolved. The patient did not develop any signs or symptoms due to the event. Estimated blood loss was minimal as the procedure was stopped promptly. Associated MDR number includes: 3006425876-2025-01141 and 3006425876-2025-01140.